Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) (2000 mcg at 674.25924 mcg/day) via an implantable pump for unknown indications for use. It was reported that in (B)(6) 2024 the patient presented to the emergency room due to complaints of acutely onset vertigo, nausea, and vomiting, triggered by sitting upright and to a lesser extent by head movements. They also reported constant dizziness that worsened with vertical movements. Extensive follow-up was conducted, with no evidence of baclofen pump dysfunction. Biochemical testing showed a mild leukocytosis, with no other abnormalities. Imaging with a CT scan of the brain showed no abnormalities. The symptoms resolved spontaneously at that time. Today, the patient again presented to the emergency room due to a recurrence of the same complaints. Clinically and anamnestically, there were no indications of baclofen overdose or underdose. There was preserved tone in the lower and upper limbs. Reading of the baclofen pump showed normal functioning. Currently, the healthcare provider did not consider a clear primary neurosurgical issue. This episode restarted afterwards on (B)(6) 2024. Therefore, they decided to do a revision of the catheter; a catheter occlusion was noted.